Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 2. (B)(4).

Event description:
Caller states the patient tested either 6.9 inr or 6.4 inr on coaguchek s system 1 and either 4.3 inr or 4.9 inr on coaguchek system 2 during duplicate testing. Medication was changed based on lower result. No adverse event reported. Requested return of suspect device; however, strips are unavailable for return. Replacement was sent.